Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel not fully deployed) was confirmed. Gel did not fully deploy from the front therapy electrode. Only one of the blisters of ten did not deploy. The therapy electrode is designed to exceed the surface area requirements of ansi/aami df80: 2003. Additionally, the garment's silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient's skin. There is no indication to suggest that the lack of gel being fully deployed caused the high impedance. A root cause investigation is currently underway. The investigation into the event concludes that there was no device malfunction contributing to the inappropriate defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to the treatment shock (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and at home at the time of the treatment event. The patient's wife reported that the lifevest was being worn over a shirt instead of against the patient's skin. The patient and his wife reported that they did not know what the response buttons were. The response buttons were pressed after the treatment event. Motion artifact contributed to the false detection. The patient reported a burn under the front therapy electrode. The treatment shock was delivered with an impedance of 401 ohms, due to the patient wearing a shirt under the lifevest. The patient's wife reported that the burn became infected and that infection was treated in the hospital. The patient was not hospitalized because of the burn. The patient continued use of the lifevest and during a follow-up, the patient reported that the burn had healed.